Event description:
Additional information was received. The revision was performed due to this lead not capturing effectively. No loss of therapy was reported.

Manufacturer narrative:
- -

Event description:
Boston scientific received information that a revision procedure was performed. This right ventricular lead was repositioned due to lead failure. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. Should additional information become available, this event iwll be updated.